Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a liver biopsy, the blade broke off the instrument into the patient. The blade was able to be retrieved through the trocar without x-ray being used. The case was completed with a second instrument with no patient consequence.